Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 8mm and approx. 30mm proximal of weld site. The proximal section of j stiffener wire measures approx. 58mm and has migrated down the lead body approx. 55mm proximal of the weld site. Approx. 8mm of the distal end of the j stiffener wire which fractured approx. 8mm and approx. 8mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm.

Event description:
Device analysis is provided.